Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device had poor staple formation. The knife blade did not make it to cut line. Last row of staples did not fully form due to beam not fully being deployed. There was no injury caused to the patient and no medical intervention was required.